Event description:
The equipment malfunctioned, causing patient to go into audible respiratory distress. The device is not a true ventilator but a ventilatory support sys, bipap intensive care unit. It is manufactured by philips/respironics.